Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to slide to unlock the ilet device, and a firmware update was available and advised; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no impact to glucose management. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed a screen responsiveness concern consistent with a potential software or user interface issue, with no device component failure identified and no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface performance resolved or addressable with firmware update and user guidance.